Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that following a trial procedure the patients lead was fractured while being placed. When the physician pulled the wire, the end of the needle severed the tip of the leads causing five (5) electrodes left inside the patient as confirmed by x-ray. The patient described no discomfort or anything. The patient was monitored and reprogrammed and was doing well.